Event description:
The customer reported a corneal burn which occurred approximately 2 months ago. The event occurred during sculpting while in the linear mode. Additionally, it is unknown whether there was an alarm for the occlusion. It was also reported that duovisc had been used, and there were no issues with the irrigation/aspiration; however, it was reported that the handpiece had felt "hot" in the surgeon's hand. The surgeon was able to complete the case, and an iol was implanted. Two stitches were required to close the wound. Lastly, the surgeon reported that they were "not very used to the system." Multiple attempts were made for more information, with no additional information provided.

Manufacturer narrative:
There was no sample returned for evaluation. The questionnaire for the reported issue was not returned. Insufficient information was provided for the reported issue to be confirmed or replicated. The root cause of the patient event cannot be determined in this investigation. There was no serial number provided; therefore, a lot search and date of manufacture could not be completed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.